Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system high mic were reported for both patient and qc isolates. The user stated, "for patient samples, they will have ertapenem or meropenem resistance on the nmic panels and then upon repeat, they resolve. On the pmic panels, patient specimens with staph. Aureus result as resistant to vancomycin (not often), cephazolin (not often), chloramphenicol (often), clindamycin (often), and ampicillin (often). When they repeat, the drugs are then sensitive." The user verified the final result using reference laboratory testing. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of results on a phoenix m50 instrument. The customer alleged that they were getting specimen false resistance results in both pmic and nmic panels. The customer noted that several specimens would show resistant to certain drugs initially but rerunning the test would yield not resistant results to the same drugs. A bd field service engineer (fse) was dispatched to the customer site to perform a health check of the instrument. The fse inspected instrument logs for possible causes of instrument failures and any faults. No failures found within instrumentation after review of mechanical limits. Customer samples in instrument limited troubleshooting. Nothing to be found within instrument log data. The fse noted that further data collection is required and review is needed for any other potential causes. No further information was provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system high mic were reported for both patient and qc isolates. The user stated, "for patient samples, they will have ertapenem or meropenem resistance on the nmic panels and then upon repeat, they resolve. On the pmic panels, patient specimens with staph. Aureus result as resistant to vancomycin (not often), cephazolin (not often), chloramphenicol (often), clindamycin (often), and ampicillin (often). When they repeat, the drugs are then sensitive." The user verified the final result using reference laboratory testing. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.